Event description:
After successful angioplasty, the pta catheter got stuck inside a 6f introducer sheath and could not be removed. Even by strong pulling, the catheter could not be removed from the sheath. Finally the pta catheter was removed together with the introducer sheath as one unit. The dr. Is an experienced user and it is the first time that this problem occurred. The sample was discarded by the hosp.